Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). A 495tip (fiber optic light cable, 300 cm, ø4.8 mm) was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).

Event description:
It was reported that during a lap hiatal hernia repair procedure on april-10-2024, the surgical technician (cst) was holding the tipcam where the light cord plugs into the proximal end of the scope. The cst burned her finger on the junction where the light cord attaches to the light source. This caused a slight skin discoloration on her finger, and no treatment was deemed necessary then. They were able to complete the procedure without any further incidents. According to the customer, the cst is doing fine now.

Manufacturer narrative:
Correction: this incident was deemed as "adverse event" due to the fact that the cst burned her finger on the junction where the light cord attaches to the light source. However, we previously submitted this medwatch only as "produt problem". We therefore will submit this correction now retrospectively. This event is filed under internal complaint ID (B)(4). A 495tip (fiber optic light cable, 300 cm, ø4.8 mm) was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation findings by the manufacturing site: it was reported that flames have occurred (observed by the circulating nurse) when using the unipolar high-frequency cord. This issue normally occurs if the cable was used over its intended lifetime. Due to external influences/forces the electrical resistance increases and the cable becomes hot or burns. According to the IFU, this issue could happen in given circumstances. Based on the given facts we set the root cause to wearing. Additionally, the hf generator in use was a unit from competitor, (B)(4). Therefore we cannot check any settings of current causing the high resistance in the cable. This event is filed under internal complaint ID (B)(4). A 495tip (fiber optic light cable, 300 cm, ø4.8 mm) was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).